Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient's daughter/reporter contacted lifescan (lfs) customer service in france on (B)(6) 2010 alleging that the onetouch vita meter does not power on. The patient's diabetes is managed with self adjusting insulin. The patient allegedly went without testing her blood glucose for 15 days due the power issue. On (B)(6) 2010, the patient reportedly developed symptom described as "sweating a lot." The patient skipped her insulin dose and was treated with orange by her daughter. No other devices were used to test the patient at the time of concern. According to the troubleshooting performed with customer service, the patient was using the onetouch ultra test strips with the onetouch vita meter. Hence, the patient was using the incorrect test strips at the time of concern. This complaint is being reported due to a user error (usage of wrong test strips with the subject meter), which lead to medical intervention suggestive for hypoglycemia. The patient reportedly had symptom that can be associated with hypoglycemia 15 days after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.